Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the distal esophagus during a band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands were attempted to be deployed; however, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. A visual examination of the ligator head found all bands present with some bands were moved out of their position. It was noticed that the ligator head teeth were bent. The trip wire was secured in the handle assembly slot when received. The suture was broken, likely, the suture was broken to separate device from the scope; therefore, it is not considered as an issue of the device. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issues were noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, it is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, moving bands without being properly deployed. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the distal esophagus during a band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands were attempted to be deployed; however, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event.